Event description:
The customer observed false reactive alinity s anti-hcv ii results for multiple patient samples. All results were nat/ultrio non-reactive. The following repeat reactive results were provided utilizing lot 57354be00: sample ID (B)(6), results = 1.86, 1.92, 1.92, alinity I result = 0.3. Sample ID (B)(6), results = 4.25, 4.18, 4.14, alinity I result = 0.4. The following repeat reactive results were provided utilizing lot 57610be00: sample ID (B)(6), results = 4.39, 4.30, 4.28, alinity I result = 0.4. Sample ID (B)(6), results = 12.19, 12.37, 11.77, alinity I result = 0.19. Sample ID (B)(6), results = 12.55, 12.27, 12.07, alinity I result = 0.2. Sample ID (B)(6), results = 23.84, 26.09, 25.53, alinity I result = 0.76. Sample ID (B)(6), results = 5.32, 4.98, 5.10, alinity I result = 0.23. Sample ID (B)(6), results = 122.93, 138.35, 131.13, alinity I results = 21.06, 21.07, 21.34, geenius hcv supplemental result = reactive. Sample ID (B)(6), results = 28.84, 29.53, 29.16, alinity I result = 0.34. Sample ID (B)(6), results = 22.95, 22.93, 23.31, alinity I result = 0.42. Sample ID (B)(6), results = 29.61, 31.58, 31.38, alinity I result = 0.35. Sample ID (B)(6), results = 1.75, 1.64, 1.68, alinity I result = 0.19. Sample ID (B)(6), results = 3.70, 3.74, 3.75, alinity I result = 0.13. Sample ID (B)(6), results = 95.89, 109.34, 105.16, alinity I results = 18.59, 18.64, 19.01, geenius hcv supplemental result = reactive. Sample ID (B)(6), results = 12.55, 15.34, 16.54, alinity I result = 0.27. Sample ID (B)(6), results = 2.25, 2.26, 2.27, alinity I result = 0.16. Sample ID (B)(6), results = 3.28, 3.53, 3.73, alinity I result = 0.13. Sample ID(B)(6), results = 35.88, 36.99, 35.90, alinity I result = 0.33 sample ID (B)(6), results = 33.27, 32.79, 32.69, alinity I result = 0.46 sample ID (B)(6), results = 3.43, 3.33, 3.34, alinity I result = 0.13 sample ID (B)(6), results = 1.54, 1.56, 1.53, alinity I result = 0.12. Sample ID (B)(6), results = 3.65, 3.56, 3.67, alinity I result = 0.13. Sample ID (B)(6), results = 34.23, 33.26, 33.72, alinity I result = 0.46. Sample ID (B)(6), results = 31.10, 30.26, 30.02, alinity I result = 0.45. Sample ID (B)(6), results = 3.18, 3.18, 3.25, alinity I result = 0.13. Sample ID (B)(6), results = 27.49, 28.49, 28.97, alinity I result = 0.59. Sample ID (B)(6), results = 27.29, 27.43, 27.68, alinity I result = 0.47. Sample ID (B)(6), results = 17.89, 19.01, 18.89, alinity I result = 0.76. Sample ID (B)(6), results = 1.92, 2.01, 2.01, alinity I result = 0.28. Sample ID (B)(6), results = 19.49, 19.46, 19.13, alinity I result = 0.82. Sample ID (B)(6), results = 1.51, 1.57, 1.56, alinity I result = 0.06. Sample ID (B)(6), results = 2.02, 1.96, 1.97, alinity I result = 0.29. Sample ID (B)(6), results = 1.43, 1.46, 1.44, alinity I result = 0.02. Sample ID(B)(6), results = 1.10, 1.08, 1.07, 1.11, 1.12, 1.10, alinity I results = 0.07, 0.07. Sample ID (B)(6), results = 1.01, 1.02, 1.01, alinity I result = 0.06. Sample ID (B)(6), results = 4.74, 4.94, 4.95, alinity I results = 0.41, 0.46. Sample ID (B)(6), results = 1.18, 1.06, alinity I result = 0.08. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not yet available. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lots and issue. The overall reactive rates of ln 4w56-56, lot number 57610be00, at the customer¿s site, applicable peer sites, and across all 4w56 (ous) customer sites were collected and assessed. Across all 4w56 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 57610be00 are within product requirements and comparable to other lots analyzed in comparison. At the customer¿s site the performance of lot 57610be00 are relatively lower as compared to peer sites. Whole blood and plasma monitoring group: lot 57610be00: irr: 0.044 %, rrr: 0.041 %, irr - rrr 0.003 %, specificity: 99.959 %. Peer sites: lot 57610be00: irr: 0.022 %, rrr: 0.019 %, irr - rrr 0.003 %, specificity: 99.981 %. All grifols egypt sites: lot 57610be00: rrr: 0.391 %, specificity: 99.609 %. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s anti-hcv ii reagent, lot number 57610be00, was identified.

Event description:
The customer observed false reactive alinity s anti-hcv ii results for multiple patient samples. All results were nat/ultrio non-reactive. The following repeat reactive results were provided utilizing lot 57354be00: sample ID (B)(6) results = 1.86, 1.92, 1.92, alinity I result = 0.3 sample ID (B)(6) results = 4.25, 4.18, 4.14, alinity I result = 0.4 the following repeat reactive results were provided utilizing lot 57610be00: sample ID (B)(6) results = 4.39, 4.30, 4.28, alinity I result = 0.4. Sample ID (B)(6) results = 12.19, 12.37, 11.77, alinity I result = 0.19. Sample ID (B)(6) results = 12.55, 12.27, 12.07, alinity I result = 0.2. Sample ID (B)(6) results = 23.84, 26.09, 25.53, alinity I result = 0.76. Sample ID (B)(6) results = 5.32, 4.98, 5.10, alinity I result = 0.23. Sample ID (B)(6) results = 122.93, 138.35, 131.13, alinity I results = 21.06, 21.07, 21.34, geenius hcv supplemental result = reactive. Sample ID (B)(6) results = 28.84, 29.53, 29.16, alinity I result = 0.34. Sample ID (B)(6) results = 22.95, 22.93, 23.31, alinity I result = 0.42. Sample ID (B)(6) results = 29.61, 31.58, 31.38, alinity I result = 0.35. Sample ID (B)(6) results = 1.75, 1.64, 1.68, alinity I result = 0.19. Sample ID (B)(6) results = 3.70, 3.74, 3.75, alinity I result = 0.13. Sample ID (B)(6) results = 95.89, 109.34, 105.16, alinity I results = 18.59, 18.64, 19.01, geenius hcv supplemental result = reactive. Sample ID (B)(6) results = 12.55, 15.34, 16.54, alinity I result = 0.27. Sample ID (B)(6) results = 2.25, 2.26, 2.27, alinity I result = 0.16. Sample ID (B)(6) results = 3.28, 3.53, 3.73, alinity I result = 0.13. Sample ID (B)(6) results = 35.88, 36.99, 35.90, alinity I result = 0.33. Sample ID (B)(6) results = 33.27, 32.79, 32.69, alinity I result = 0.46. Sample ID (B)(6) results = 3.43, 3.33, 3.34, alinity I result = 0.13. Sample ID (B)(6) results = 1.54, 1.56, 1.53, alinity I result = 0.12. Sample ID (B)(6) results = 3.65, 3.56, 3.67, alinity I result = 0.13. Sample ID (B)(6) results = 34.23, 33.26, 33.72, alinity I result = 0.46. Sample ID (B)(6) results = 31.10, 30.26, 30.02, alinity I result = 0.45. Sample ID (B)(6) results = 3.18, 3.18, 3.25, alinity I result = 0.13. Sample ID (B)(6) results = 27.49, 28.49, 28.97, alinity I result = 0.59. Sample ID (B)(6) results = 27.29, 27.43, 27.68, alinity I result = 0.47. Sample ID (B)(6) results = 17.89, 19.01, 18.89, alinity I result = 0.76. Sample ID (B)(6) results = 1.92, 2.01, 2.01, alinity I result = 0.28. Sample ID (B)(6) results = 19.49, 19.46, 19.13, alinity I result = 0.82. Sample ID (B)(6) results = 1.51, 1.57, 1.56, alinity I result = 0.06. Sample ID (B)(6) results = 2.02, 1.96, 1.97, alinity I result = 0.29. Sample ID (B)(6) results = 1.43, 1.46, 1.44, alinity I result = 0.02. Sample ID (B)(6) results = 1.10, 1.08, 1.07, 1.11, 1.12, 1.10, alinity I results = 0.07, 0.07. Sample ID (B)(6) results = 1.01, 1.02, 1.01, alinity I result = 0.06. Sample ID (B)(6) results = 4.74, 4.94, 4.95, alinity I results = 0.41, 0.46. Sample ID (B)(6) results = 1.18, 1.06, alinity I result = 0.08. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 04w56-56, that has a similar product distributed in the us, list number 04w56-60/61.

Manufacturer narrative:
Additional information in section b5 - describe event or problem. The complaint investigation for false reactive alinity s anti-hcv ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not yet available. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lots and issue. The overall reactive rates of ln 4w56-56, lot number 57610be00, at the customer¿s site, applicable peer sites, and across all 4w56 (ous) customer sites were collected and assessed. Across all 4w56 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 57610be00 are within product requirements and comparable to other lots analyzed in comparison. At the customer¿s site the performance of lot 57610be00 are relatively lower as compared to peer sites. Whole blood and plasma monitoring group: lot 57610be00: irr: 0.044 %, rrr: 0.041 %, irr - rrr 0.003 %, specificity: 99.959 %. Peer sites: lot 57610be00: irr: 0.022 %, rrr: 0.019 %, irr - rrr 0.003 %, specificity: 99.981 %. All grifols egypt sites: lot 57610be00: rrr: 0.391 %, specificity: 99.609 %. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s anti-hcv ii reagent, lot number 57610be00, was identified.

Event description:
The customer observed false reactive alinity s anti-hcv ii results for multiple patient samples. All results were nat/ultrio non-reactive. The following repeat reactive results were provided utilizing lot 57354be00: sample ID (B)(6), results = 1.86, 1.92, 1.92, alinity I result = 0.3. Sample ID (b)(67), results = 4.25, 4.18, 4.14, alinity I result = 0.4. The following repeat reactive results were provided utilizing lot 57610be00: sample ID (B)(6), results = 4.39, 4.30, 4.28, alinity I result = 0.4. Sample ID (B)(6), results = 12.19, 12.37, 11.77, alinity I result = 0.19. Sample ID (B)(6), results = 12.55, 12.27, 12.07, alinity I result = 0.2. Sample ID (B)(6), results = 23.84, 26.09, 25.53, alinity I result = 0.76. Sample ID (B)(6), results = 5.32, 4.98, 5.10, alinity I result = 0.23. Sample ID (B)(6), results = 122.93, 138.35, 131.13, alinity I results = 21.06, 21.07, 21.34, geenius hcv supplemental result = reactive. Sample ID (B)(6), results = 28.84, 29.53, 29.16, alinity I result = 0.34. Sample ID (B)(6), results = 22.95, 22.93, 23.31, alinity I result = 0.42. Sample ID (B)(6), results = 29.61, 31.58, 31.38, alinity I result = 0.35. Sample ID (B)(6), results = 1.75, 1.64, 1.68, alinity I result = 0.19. Sample ID (B)(6), results = 3.70, 3.74, 3.75, alinity I result = 0.13. Sample ID (B)(6), results = 95.89, 109.34, 105.16, alinity I results = 18.59, 18.64, 19.01, geenius hcv supplemental result = reactive. Sample ID(B)(6), results = 12.55, 15.34, 16.54, alinity I result = 0.27. Sample ID (B)(6), results = 2.25, 2.26, 2.27, alinity I result = 0.16. Sample ID (B)(6), results = 3.28, 3.53, 3.73, alinity I result = 0.13. Sample ID (B)(6), results = 35.88, 36.99, 35.90, alinity I result = 0.33. Sample ID (B)(6), results = 33.27, 32.79, 32.69, alinity I result = 0.46. Sample ID (B)(6), results = 3.43, 3.33, 3.34, alinity I result = 0.13. Sample ID (B)(6), results = 1.54, 1.56, 1.53, alinity I result = 0.12. Sample ID (B)(6), results = 3.65, 3.56, 3.67, alinity I result = 0.13. Sample ID (B)(6), results = 34.23, 33.26, 33.72, alinity I result = 0.46. Sample ID (B)(6), results = 31.10, 30.26, 30.02, alinity I result = 0.45. Sample ID (B)(6), results = 3.18, 3.18, 3.25, alinity I result = 0.13. Sample ID (B)(6), results = 27.49, 28.49, 28.97, alinity I result = 0.59. Sample ID (B)(6), results = 27.29, 27.43, 27.68, alinity I result = 0.47. Sample ID (B)(6), results = 17.89, 19.01, 18.89, alinity I result = 0.76. Sample ID (B)(6), results = 1.92, 2.01, 2.01, alinity I result = 0.28. Sample ID (B)(6), results = 19.49, 19.46, 19.13, alinity I result = 0.82. Sample ID (B)(6), results = 1.51, 1.57, 1.56, alinity I result = 0.06. Sample ID (B)(6), results = 2.02, 1.96, 1.97, alinity I result = 0.29. Sample ID (B)(6), results = 1.43, 1.46, 1.44, alinity I result = 0.02. Sample ID (B)(6), results = 1.10, 1.08, 1.07, 1.11, 1.12, 1.10, alinity I results = 0.07, 0.07. Sample ID (B)(6), results = 1.01, 1.02, 1.01, alinity I result = 0.06. Sample ID (B)(6), results = 4.74, 4.94, 4.95, alinity I results = 0.41, 0.46. Sample ID (B)(6), results = 1.18, 1.06, alinity I result = 0.08. No impact to patient management was reported. Update: on 28oct2024 the customer states that all samples reactive on alinity s were non-reactive with geenius. No samples were reactive on geenius.